Manufacturer narrative:
During inspection and testing, the image from the device was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use; warnings and cautions. Olympus will continue to monitor field performance for this device. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Event description:
The customer reported that, during preparation for use, there were abnormalities in the image from the subject device. The subject device was sent to olympus for evaluation. During inspection and testing, the image from the device was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.